Manufacturer narrative:
The insulin pump was received with dog chew marks and cracked end cap. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 122 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised their dog bit the device and there are bite marks near the up and down arrows near the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.